Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reported that the male patient, (B)(6), had revision surgery on (B)(6) 2014 following complications associated with trunnionosis in his left hip. The patient had been implanted with an accolade stem, lfit with a 26mm cobalt / chrome head.

Manufacturer narrative:
Update: this event was identified as a duplicate of the event reported under (B)(4). Investigation results and conclusion are reported under MFR report #0002249697-2015-00147.

Event description:
The solicitor's letter reported that the male patient, dob (B)(6), had revision surgery on (B)(6) 2014 following complications associated with trunnionosis in his left hip. The patient had been implanted with an accolade stem, lfit with a 26mm cobalt / chrome head. Update: this event was identified as a duplicate of the event reported under (B)(4). Investigation results and conclusion are reported under MFR report #0002249697-2015-00147.